Event description:
It was further reportedthat the right ventricular lead had high thresholds and impedance. The ventricular outputs were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The save to disk revealed that there was a steady v (ventricular) lead impedance increase from approximately 400-500 ohms in (B)(6) 2012 up to approximately 1300 ohms in (B)(6) 2012.

Event description:
It was reported that at a routine check the right ventricular lead's impedance had increased. It was noted that the lead's trend shows a gradual increase in lead impedance since (B)(6) of this year. The lead was reprogrammed to unipolar pacing configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.